Manufacturer narrative:
(B)(4). The surgical procedure was completed successfully on the (B)(6) 2017, one day after the original planned surgery date. (B)(4).

Event description:
It was reported that the case was delayed by one day because the implant did not arrive in time. The customer was informed that siw needed five days between receiving the purchase order and shipping the implant but nine days was required for FDA compassionate use approval to dispatch the implant.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. No device problem reported therefore no evaluation necessary.

Event description:
It was reported that the case was delayed by one day because the implant did not arrive in time. The customer was informed that siw needed five days between receiving the purchase order and shipping the implant but nine days was required for FDA compassionate use approval to dispatch the implant.